Event description:
Following a pump replacement (approx. (B)(6)), on (B)(6) 2011, the patient experienced withdrawal symptoms of shaking, diarrhea and nausea. The patient was in the emergency room. There were no pump alarms noted. The pump programming was confirmed to be correct; a catheter issue was suspected. The pump was programmed to minimum rate and a catheter revision was performed on the same date. It was determined the catheter was fractured. The pump drug morphine was decreased from 16 mg/day to 4 mg/day simple continuous. The patient was advised to see the pump managing physician as soon as possible. The drug infused was lioresal 16 mcg/ml.

Manufacturer narrative:
(B)(4).